Manufacturer narrative:
This device will not be returned for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and we are unable to determine if the device met its specifications. Our directions for use outline proper placement, access and maintenance for this device.

Event description:
A renegade microcatheter was being used for a therapeutic embolization procedure. Immediately upon attempting use during the procedure, a break was noticed at the hub. Another catheter was used instead.